Event description:
It was reported that the right ventricular lead helix would not retract. The lead was not implanted. It was later determined the patient died 15 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fracture (overstress), distal conductor distorted, non electrical tip electrode. Analyst comment - lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Full lead returned and analyzed.